Event description:
Customer reports to have excessive no delivery alarms during bolus delivery. Customer's blood glucose was unknown. Customer was not able to troubleshoot for no delivery as alarm was not going off at the time of call. Customer was advised to call back when issue occurs. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.